Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's one of the octrode leads had high impedances. X-rays revealed that patient's both of the octrode leads had migrated. Additionally, patient experienced pain at their ipg site. As a result, surgical intervention may take place at a later date to address the issue.